Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Code 68 = at the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the surgeon was performing a lap gastric sleeve with the powered echelon which he has done many times (at least 50). A general surgery fellow was performing most of the surgery. The first firing on the sleeve performed well. On the second firing, a crunch was heard. The stapler completed the firing cycle all the way to the end and returned normally. When the surgeon open the stapler, the staples did not fire (deploy) on the side of the remaining stomach but did form on the portion being removed. The staples that did not deploy were still in the open position. Upon inspection of the stapler and cartridge, there was a "item" lodged in the track of the cartridge at the point where the staples did not form distally to this. We removed the stapler and brought in a new one and completed the rest of the sleeve. The surgeons lap sutures the portion of the sleeve that was not formed properly. The patient is stable at this time.

Event description:
It was reported that during a gastric procedure, on the 4th firing, the device stapled only half way. There was no adverse consequence to the patient reported.